Event description:
On 11/16/2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. They had a blood glucose level of 49 mg/dl, which they were initially unaware of as they slept through the ilet alarms. Their spouse woke them up, and they treated the low by drinking a large glass of soda which the wife provided. The user reported being unable to speak during the event. Ems was called; however, their bg returned to normal before ems arrived. The user expressed concerns about receiving too much insulin during meals due to inaccurate meal announcements and requested guidance on adjusting their settings. They mentioned that their healthcare provider was unfamiliar with the ilet system and wished to speak with a beta bionics trainer to optimize their device settings.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.